Manufacturer narrative:
The lead (serial/lot # (B)(4)) was returned and analysis found the distal end of the conductor to be broken.

Manufacturer narrative:
Eval code-conclusion: no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported the patient's lead broke in half. The issue was identified by a loss of efficacy. Diagnostics and troubleshooting performed included impedance testing and impedances were greater than ten thousand. Impedances on contacts 0, 1, and 2 were >10000 and all other contacts were between 600 and 1631. Interventions or actions taken to resolve the issue included replacement of the lead and extension. The extension was completely explanted, but the lead was only partially explanted. The lead had broke in half and the doctor decided to leave it in the patient. Four electrodes were in the tissue. This was confirmed by x-ray. The patient was checked post-operation and coverage was appropriate. The issue was noted to have been resolved at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that in 2015 they could tell their device wasn't working for their pain. When the lead and extension were replaced, the doctor told them the lead was defective and looked like someone took a bat and mashed it, and that it wasn't caused by anything the patient had done. No further complications were reported or anticipated.